Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered 6 units of insulin through the quick bolus feature while sitting down. There was no impact to the customer's blood glucose level. Tandem's technical support educated the customer on the quick bolus feature and recommended for the customer to discuss the quick bolus option with their doctor.